Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device would experience pacing spikes intermittently. The device passes all operational checks and there are no errors in the status logs. There was no reported patient or user involvement and no adverse patient/user impact.